Manufacturer narrative:
(B)(4). Batch # p5522y. The analysis found that one psee60a device was returned with no apparent damage and with no cartridge reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as no damaged to the device was noted. The batch history record was reviewed and no protocols or ncrs related to the complaint were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. The following information was requested, but unavailable: can you please confirm which part of the stapler fell off (manual override door, battery, cartridge, etc.)? Did any piece fall into the patient? If yes, how was it retrieved? What type of procedure was the device used in? What was the product code of the cartridge (gst60t, ecr60d, etc.)?

Event description:
It was reported that during an unknown procedure, the device was stuck when firing, unable to fire, top part of stapler fell off. There was no adverse consequence to the patient reported.